Event description:
A us distributor reported that a monitor that was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was due to shorted u1004 and u1005 components on the computer/analog board, causing fault. The root cause for the shorted components could not be positively identified. There was no adverse event that resulted from the damaged monitor.